Event description:
Customer reportedly received the following results on the inform system with comfort curve strips within 10 minutes: 526 mg/dl and 229 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.